Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pulse generator exhibited a loss of radio frequency (rf) telemetry verified through session records. No intervention was reported. Further information was requested but not received.

Event description:
New information received notes that a firmware reset was performed to restore radio frequency (rf) telemetry. However, the reset was unsuccessful. There were no further interventions made. The patient was asymptomatic.